Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: colombia. It was reported that the suture that breaks at the time of the procedure.

Manufacturer narrative:
Samples received: the client does not attach samples to the claim. Preliminary analysis: stock review: we proceed to review the stock of this code / lot and verify that we do not have available units. Quantity produced / imported: from this product code and batch number a total of (B)(4)units were manufactured. Background: we proceed to review the database of claims and verify that to date we have no reports related to this product code, lot number and cause. Batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product was verified, and no deviations or alterations were identified during the process. Results for the release of batch: the results obtained for the release of the batch, in the resistance to tension in the node, fulfilled the requirements for this type of suture. Result: minimum 4.52 kgf. Maximum 5.00 kgf. Average 4.84 kgf. (Reference value usp 2.72 kgf). Analysis of the sample (s): as we have not received any sample, it is not possible to conduct an investigation that determines the cause of the incident. If you continue with this problem, please send us the sample used for the corresponding investigation. Your information has been entered into our database, and will be included in the trend analysis of this product line. Conclusions: the claim is determined as "not confirmed", since not having the sample object of the claim, it is not possible to reach a conclusive conclusion about the incident presented. Actions: no corrective or preventive action is taken in this regard, since the cause of the nonconformity could not be determined.